Manufacturer narrative:
No technical issues were found in the system during service inspection. Hp was not returned for inspection. The investigation attributed the root cause to user errors: cut off temperatures used were above the recommended per IFU and obviously too high for the given thin fat layer. The technique also appears to be incorrect:poor control of treatment depth and of the hp movement. The doctor declined a retraining.

Event description:
Full thickness burn on jowl.

Manufacturer narrative:
No technical issues were found in the system during service inspection. Hp was not returned for inspection. The investigation attributed the root cause to user errors: cut off temperatures used were above the recommended per IFU and obviously too high for the given thin fat layer. The technique also appears to be incorrect: poor control of treatment depth and of the hp movement. The doctor declined a retraining. (B)(6) 2024: correction is submitted to correct h10 (manufacturer narrative). Handpiece name was added. The handpiece involved in the incident was facetite. No technical issues were found in the system during service inspection. Hp was not returned for inspection. The investigation attributed the root cause to user errors: cut off temperatures used were above the recommended per IFU and obviously too high for the given thin fat layer. The technique also appears to be incorrect: poor control of treatment depth and of the hp movement. The doctor declined a retraining.

Event description:
Full thickness burn on jowl.